Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of a damaged cannula. Inspection of the download data from the pod found that the pod generated an 0x9b alarm, indicating that the pod went more than 5 minutes after cgm deactivation without receiving a pod deactivation command. Inspection of the pod found no damages or deficiencies that would result in a hazard alarm. The exact cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod.